Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set tubing. However, after changing all of the supplies on the pump, the customer received another occlusion. The system check showed the site as a possible cause. It was recommended to the customer to change the site, the customer acknowledged.